Event description:
Invalid result (s). The customer stated that their test cassette didn't develop a distinguishable result. They stated that after 15 minutes the entire result window was pink with no distinguishable lines at c or t. It appears that they performed the test procedure correctly. The customer stated that this happened with 5 kits.

Manufacturer narrative:
. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. For tests undertaken and test results: please see the attachment. The test results of retention samples from cov1120174 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified in this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. The following fields are updated: b4, "date of this report" - date of follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - updated to "additional information" and "device evaluation." H6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation. Conclusions" are added per investigation.

Event description:
Invalid result (s). The customer stated that their test cassette didn't develop a distinguishable result. They stated that after 15 minutes the entire result window was pink with no distinguishable lines at c or t. It appears that they performed the test procedure correctly. The customer stated that this happened with 5 kits.